Event description:
--

Manufacturer narrative:
Information suggest this device remains in-service. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device was explanted. A return reqeust was made for the device. However, the hospital had discarded the device and it will not be returned.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had a voltage of 2.2 and charge times of 31 seconds. Technical services explained approaching storage mode. This patient has had 76 episodes, 20 of which were ventricular fibrillation with six shocks. This patient is not device dependant. However, technical services recommended replacement and that it is the physician's discretion as to the immediacy of the procedure. No adverse patient effects have been reported. This device has been implanted for over five and a half years and is included in the mid-life display of replacement indicators and the avt latching population (6/17/2005) advisories.